Event description:
Customer reported that the battery depleting more quickly than expected. There was no adverse impact to the customer's blood glucose level. Customer declined further follow-up from customer technical support, and no additional corrective actions were reported.